Manufacturer narrative:
The device was returned to resmed for an engineering investigation. A preliminary examination of the returned device identified the cause of the failure as the ac appliance inlet connector solder joint in the power supply unit. The result of this failure was a brief external flame that self-arrested and did not require external intervention. (B)(4).

Event description:
It was reported to resmed that an s8 elite caught fire. There was no patient injury reported as a result of this incident.